Manufacturer narrative:
Conclusion and justification status: following investigation by applied research, notification was received that: no patient x-rays, medical records or 3rd party reports were received for review. From the information reviewed, it was unlikely that a manufacturing defect was present. The complainant did not report a device defect. No corrective action is required and no further investigation is recommended. Post market surveillance is per sep 419. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Hip revised due to pain, x-ray bony changes and metal on metal combination. Local bone las and soft tissue destruction. The surgeon was definitely of the opinion that metal ions were responsible for bone and soft tissue loss. Stem and cup remained in situ. Male patient.